Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). D8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: based on the report,it was speculated that the device was damaged and leaked, and the moisture that entered from the leaking point caused the imaging element or the electric board to malfunction, resulting in the defective image. Reports of the splash image suggest that some kind of error message was displayed, but since the repair was performed by a third-party vendor, we were unable to obtain any further information. The scope was repaired by the third party and returned to the hospital.

Event description:
During daily check, the image appeared splash screen, contacting device department for repair. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.